Event description:
It was reported that the customer experienced a cartridge alarm and bent cannula issues with their infusion sets, which happened over a few days. The customer's blood glucose level rose to 598 mg/dl due to these issues. The customer independently changed the infusion set and successfully resumed insulin deliveries, without requiring additional third-party assistance. Technical support educated the customer on properly inspecting the needle before insertion, agreed to send replacement infusion sets, and planned to close the case after providing email tips as requested by the customer.